Event description:
No blood glucose levels reported. It was reported that the customer was in the hospital due to a car accident. The customer reported being the driver of the vehicle involved in the car accident. Troubleshooting was done. The customer reported a battery out limit from the insulin pump after new batteries were installed. The customer reported that the batteries on the insulin pump were out of the insulin pump greater than the duration allowed by the insulin pump. It was reported that the insulin pump passed all tests. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.